Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited an electrogram anomaly. The episode said the atrial fibrillation lasted 25 minutes but only showed 2 seconds of the episode. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the issue was caused by a marker anomaly rather than an electrogram anomaly. The inexactness in where the device placed the markers resulted in the trigger of later episodes before the earlier episodes ended.